Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, when the surgeon deflated the balloon and attempted to remove it, it broke free and remained inside the patient. The surgeon removed the balloon via the trocar with graspers. There was no patient injury or hazard.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The dissector balloon was disengaged. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.